Manufacturer narrative:
The returned cable was evaluated. During evaluation, the cable passed visual inspection; eeprom contents were verified and no problems were observed through this verification. However, it failed functional analysis due to open in cable on the white conductor along the length of the cable. A ¿sensor off patient" error message displayed; which would have prevented the unit from being able to engage in monitoring activities. Initial reporter zip code exceeded the minimum allowable digits, zip code is as follows: (B)(6). (Labeled for single use?) Updated from "yes" to "no".

Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted. (B)(6).

Event description:
The customer reported the cable intermittently would display values then suddenly display no values with no error message. No patient impact or consequences were reported.